Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration, malposition of device and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration, malposition of device, and patient device interaction problem. This information was received from one source. The migration, malposition of device, and patient interaction problem involved one patient without patient consequence. The patient was (B)(6) years old and weighed (B)(6) lbs. The reported patient was female.